Manufacturer narrative:
(B)(4) - lens work order search. A lens work order search was performed and no similar complaints were found within the same work order. Visual inspection of the returned product found haptic bent. Lens was returned in vial and in liquid. (B)(4).

Event description:
The reporter stated there was an attempt to use a cq2015a collamer aspheric three piece lens. The tech found the haptic was twisted prior to loading the lens. Stated lens was received damaged/defective. There was no patient contact.